Event description:
It was reported that a burr was found at the tip of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a burr was found at the tip of the foley catheter.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Received (6) photo samples. The first, second, third and fourth photo sample shows the overview of the catheter tip with excess flash. The fifth photo shows the inflation valve cap. The sixth photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley. Visual inspection of the sample noted excess flash on the tip of the catheter. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.